Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump buttons all responded properly. No display anomaly was noted. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that insulin squirted out during the manual prime. The blood glucose reading was 214 mg/dl. He stated that insulin continued to drip after the motor stopped during the manual prime. He stated that he was not connected to the insulin pump during this process. He reported that the top of the reservoir was not wet prior to connecting the tubing connector. No alarm for a loose drive support cap was found in the alarm history. He stated that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.